Event description:
It was reported that the physician observed continuous high shock impedance on this right ventricular (rv) lead, increasing from 80 to 154 ohms, which is high out of range. All other lead measurements were observed within normal range. It was advised to the physician to perform defibrillation threshold (dft) test using 1,1 joules shock, which was performed on the same day. The shock impedance measurement after the test was observed at 90 ohms, which is within normal range. As a result, the physician decided to keep the lead implanted and continue to monitor the patient. The lead remains in service. The lead serial number is not available. No additional adverse patient effects were reported.